Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-dec-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2.2 failed and required maintenance. A field service engineer (fse) removed the back cover, replaced the damaged retractor bands on both drawers and reseated all connections and row board terminations. The fse checked and tested all cables and everything was functioning properly. The customer verified that all drawers were working perfectly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer 2.2 was failed to detect on bus. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.